Event description:
The patient contacted lifescan alleging that their one touch ultra meter would not power on. The patient first starting using the meter a couple of weeks ago and has been unable to obtain a blood glucose result. They began using their back up meter, since the reported meter would not powere on. The patient reported seeking help from their pharmacist. The patient neither alleged harm nor experienced injury or medical intervention. The customer care representative verified that the patient had been using the correct type of test strips, the batter was correctly installed, the batter was replaced less than 1 year ago, and the batter contacts were in good condition. Due to an unresolved powere issue, there is an indication that the product malfunctioned and the the the event meets the criteria for a medical device reportable. The meter was replaced.